Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by the atrium main hospital. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that a gyn surgeon who is requesting to speak with bd regarding skin rashes/burns after using chloraprep. Verbatim: hello /omit/, mi will follow-up directly with your physician and offer troubleshooting tips. Please ensure you have filed the complaint per bd policy as you were notified of her concerns about chloraprep causing "skin rashes/burns". I have included them on this email but please excuse any duplicate work this may have caused if you had submitted it already. Initial reporter: I have a gyn surgeon who is requesting to speak with you regarding skin rashes/burns after using chloraprep. She is aware of the 2-3% rate for allergic reaction but is still concerned about using chloraprep. She changed her methods to using the 10.5ml for the naval but uses betadine for the rest of the prep.